Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had blood backflow. The following information was provided by the initial reporter, translated from portuguese to english: the valved connector does not prevent the backflow of blood from the catheter, which increases the risk of catheter obstruction.